Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3487a-33, lot # v580476, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 3487a-33, lot # v593924, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v646674, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v646674, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for cervical/neck and chronic low back pain. It was reported that the patient told the hcp that his spinal cord stimulation system was removed due to infection. It was noted that the patient was new to the hcp¿s practice and that she had no other information regarding this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.